Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited residual whitish foreign material inside the air/water-tube, the jet-tube and the air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found air/water channel, air/water cylinder, and auxiliary water channel had white foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material may not have been removed since the device was not reprocessed properly due to leak which caused wear of the scope cover packing. However, a definitive root cause could not be determined device returned. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection"; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.